Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 after the sensor was inserted, the CGM reading was 45 mg/dL, and the patient was feeling tired. The patient treated the low CGM reading by eating an egg salad sandwich, and no fingerstick was taken. Shortly afterwards, the patient experienced loss of consciousness. The patient was found by their husband who called an ambulance. The paramedics took a fingerstick but the values were not recalled. The patient was treated with intravenous fluids and regained consciousness. Before leaving, the paramedics took another fingerstick and the CGM reading was 80 mg/dL, and the blood glucose reading was 280 mg/dL. No further medication was reported and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.